Event description:
It was reported that a cartridge alarm occurred during the load sequence when trying to reload a cartridge. Customer loaded a new cartridge to resolve the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no reported adverse impact to the customer.